Manufacturer narrative:
E1: initial reporter first name: (B)(6). The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette leaked from an unspecified location. This occurred during priming of the device for peritoneal dialysis (pd) therapy. Renal therapy services (rts) assisted with ending the therapy session and removing the cassette. The patient would start over with new supplies. There was no report of patient injury or medical intervention associated with this event. No additional information is available.